Event description:
Pt reported that on (B)(6) 2013, at 6am, medics had to be called for medical attention. Pt woke up to test at 4am and received reading of 470mg/dl. He gave insulin and went back to bed. Pt woke up, gave more insulin and went back to bed. His wife later found him unresponsive at 6:30am. Per report, medics were called about an hour later and their readings were unk to pt. Emt gave pt a syringe full of liquid to swallow, and his wife have him sugar syrup and a glucose shot. Per initial call, pt's last test results: (B)(6) 2013, 123mg 4:00am; (B)(6) 2013, 190mg, 5:10pm; (B)(6) 2013, 390mg, 5:00pm; (B)(6) 2013, 97 mg, 9:30pm; (B)(6) 2013, 490 mg, 4:30 am.